Manufacturer narrative:
The remote service engineer (rse) confirmed the issue could not be duplicated. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint from the customer on the v60 indicating that the monitor frozen. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer turned the power on again for the device and the issue did not recur. Onsite evaluation and repair is pending. The investigation is ongoing.